Event description:
Applied bandage to cover shingles lesion and experienced allergic reaction or burns (presumably from the adhesive). Bandage was contained with antibacterial. Applied as medicated patch to skin. Dates of use: (B)(6) 2023. Reason for use: covering shingles lesion to reduce potential spread to other. The problem stopped after the person reduced the dose or stopped taking or using the product; didn't restart.